Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. The programmer and wand were successfully used to interrogate other devices. The device emitted a constant tone with magnet application, which continued for 30 seconds following magnet removal. The device appears to be pacing at 80ppm.